Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the monitor kept recalibrating. The monitor was powered off a few times to recalibrate and always came up with a reading but did not store values. Within a couple minutes the white calibration touch screen displayed plus signs. The device was not changed out, and the procedure continued without delay. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to a pt during this event.